Manufacturer narrative:
The reported complaint of keypad failures was confirmed on 7 of the 8 returned keypads during testing for this investigation. Previous cad failure investigations have identified this issue associated to fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when being pressed. An extensive investigation for this issue has been previously performed and completed through fi dir # (B)(4). A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that the flexible pc board inside the keypad assembly failed at one of the bends and generates 110.6021 keypad errors. It was noted that they are reaching a 10% failure rate with the pcu due to several failures. There were no adverse effects to any patients from the event.